Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted after pre-test and unable to confirm urine drainage after insertion. Attempted to flush with saline but failed. Removed and inserted another catheter. Flushed the corresponding catheter again but confirmed obstruction near the tip.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted after pre-test and unable to confirm urine drainage after insertion. Attempted to flush with saline but failed. Removed and inserted another catheter. Flushed the corresponding catheter again but confirmed obstruction near the tip.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. No obstruction present near the tip of catheter. Six photos were received for evaluation. The first photo was a top view of the three way catheter. The second and third photo was a zoomed in view of the trifurcation site with silicone blockage visible. The fourth photo was a zoomed in view of the tip of the catheter with deflated balloon. The fifth photo was of the inflation valve confirming the batch # ngjs3674. The last photo was of the tray labeling confirming the batch # myjy4509. This is out of specification per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted after pre-test and unable to confirm urine drainage after insertion. Attempted to flush with saline but failed. Removed and inserted another catheter. Flushed the corresponding catheter again but confirmed obstruction near the tip.